Event description:
Reporter states customer has been unable to test his blood glucose on the advantage system for a week due to power issues. Reporter attempted to use the meter when customer had low blood glucose symptoms but was unable to obtain a blood glucose result; she treated the customer with a "gluco shot" and took him to the hosp. No further treatment required. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
Device was returned with dead batteries.